Event description:
It was reported that "the swg was inserted smoothly. There was a little resistance when removed, but it was not difficult. The doctor did not expect the swg to unravel, so he quickly removed it, causing the unravelled swg to puncture the nurse. The injured nurse is fine and had no serious wounds". The associated emdr report numbers are 3006425876-2025-00081 and 3006425876-2025-00171.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The customer photo revealed an unraveled guide wire with its j-bend core wire exposed but still properly shaped. The customer returned one guide wire and arrow advancer for analysis. The guide wire showed evidence of use in the form of dried biological material. Visual examination revealed the guide wire was unraveled from the proximal weld. There were also two kinks towards the distal end of the body. The distal j-bend was returned intact and properly shaped. The spring coil was still attached at the distal end. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip was tapered at the point of separation. Both welds were present and appeared full and spherical. The distal weld was still intact. The two kinks in the guide wire body measured at 250mm and 300mm from the distal tip. The overall length of the broken core wire measured 682mm, which is within the specification limits of 678mm-688mm per guide wire product drawing; therefore , no pieces of the core wire were missing. The outer diameter of the guide wire measured 0.840mm, which is within the specification limits of 0.838mm-0.877mm per guide wire product drawing. Functional testing was not able to be performed due to the nature of the damage. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested. Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report of a clinician injury due to guide wire unraveling during use was confirmed through examination of the returned sample as well as review of the customer provided information. The core wire was broken adjacent to the proximal weld, resulting in an exposed core wire which likely resulted in the sharps encounter during use. The guide wire met all relevant dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the swg was inserted smoothly. There was a little resistance when removed, but it was not difficult. The doctor did not expect the swg to unravel, so he quickly removed it, causing the unravelled swg to puncture the nurse. The injured nurse is fine and had no serious wounds". The associated emdr report numbers are 3006425876-2025-00082, 3006425876-2025-00081 and 3006425876-2025-00171.